Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 3.1 and 3.2 failed, required maintenance and were not detected on the bus. A field service engineer (fse) found that the drawer on auxiliary 2-1 was not showing cubies, ran the hardware test application and found that no cubies were detected. Upon inspection, the controller board showed no active light emitting diodes. The fse replaced the drawer controller board, removed and reseated the row board cables and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es drawers were not detected on bus. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.